Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was not working properly and had touch screen showing e226 error and no image. The issue was identified during service and maintenance. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, failure of transmiiter and receiver (rx and txrx) module resulted in no image and scope communication error e226. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.